Event description:
It was reported that during an angioplasty treatment procedure in the femoral artery, "the guide stay stocked inside the balloon (a cordis balloon). They were obliged to withdraw the guide with the balloon together. By that, they have to change their puncture site." It was further reported that the procedure was successfully completed with another manufacturer's guidewire. No patient injuries or complications were reported. Patient status is reported as "good."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. We will continue to monitor and trend this type of complaint in order to ensure that there is no compromise of product quality.